Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's mobile viewing station (mvs) power cord plug had internal arcing and got warm to the touch. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000186, product ID: bi71000438. H3, h6) the system was serviced in the field and the power cord was replaced due to arcing evidence on the plugs and the system popping fuses. The uninterruptible power supply (ups) was re-plugged directly into the wall outlet and the facility's breaker tripped. The ups was then replaced and the system then performed as intended. Codes b01, c02, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0703 captures the internal arcing and a1002 captures the plug getting warm to the touch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: evaluation of the returned power cord bi71000438 lot# 383 rev. C found no fault with the component. Evaluation codes b01, c19, d14 apply. Evaluation of the returned power supply bi71000186 lot# 39631911 rev. A was unable to confirm the event, however, the battery was no longer holding a charge. Evaluation codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.